Event description:
It was reported that the patient's atrial lead exhibited noise. No intervention was performed and the patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the atrial lead noise was found during in-clinic interrogation. Additionally, it was found that the atrial lead exhibited intermittent under-sensing and high capture threshold. It was confirmed that the atrial lead had dislodged. Further information was requested but not received.